Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing confirmed the electrical continuity of the lead and an x-ray did not identify any conductor fractures. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this system was exhibiting pacing impedance measurements greater than 2000 ohms on the atrial channel. A revision procedure was performed and this atrial lead was removed from service. No additional adverse patient effects were reported.